Manufacturer narrative:
Per communication recently received, the customer has refused repair. No further information was provided. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a pressure sensor zero failed alarm. There was no patient involvement when the issue occurred. No patient or user harm was reported. It was recommended to troubleshoot the solenoid valve and data acquisition board. The investigation is ongoing.

Manufacturer narrative:
E1 reporting institution phone number (B)(6). Reporter phone number (B)(6).